Event description:
Filter deployed in right atrium; the ivc filter was deployed using the plunger device in the kit but a hook of the filter hung on the sheath. While the sheath was removed from the inferior vena cava, the filter moved with the sheath and deployed in the right atrium FDA safety report ID# (B)(4).